Manufacturer narrative:
(B)(4). Physio did verify and duplicate the observed issue with the analyze button being stuck in a shorted position. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that during a patient event, their device intermittently recognized the connection to the patient with the defibrillation therapy electrodes. The customer indicated that they initially connected the ECG electrodes to the patient and observed the intermittent connection. Once this was observed, the therapy electrodes were connected with the same connection issue occurring. The customer reported that the patient did have body hair present and the patient was not properly prepped prior to the connection of the electrodes. The customer also indicated that the electrodes used during the event were from a third party manufacturer and had previously been opened. The customer reported that the patient did not survive the event. The emts on scene indicated that the death of the patient was not a result of the reported device issue. Following the event, it was observed that the analyze button was sticking. This could prohibit the device from being able to charge and deliver defibrillation energy however, this issue did not occur during the reported event.